Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Device received cracked case display window corner, insulin pump received with scratched lcd window, device received with cracked battery tube threads, insulin pump received with scratched case, insulin pump received with cracked reservoir tube lip and pump received with cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that she was having high blood glucose and was unable to bring it down. Customer's blood glucose was 420 mg/dl. There were cracks on the device. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.